Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Blood glucose level was 485 mg/dl, however they declined to troubleshooting for high blood glucose. Customer stated that the insulin pump had two different insulin pump error alarms. Troubleshooting was done for insulin pump error alarm. Customer was able to clear the alarm and able to rewind insulin pump. Customer did displacement test and it was pass. Customer did self test and it did not pass. No further details given about their hyperglycemia. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 35,47 or device test failed alarm noted during testing. (B)(4).